Event description:
Report received of air passing through the filter. An abbott acclaim encore pump was programmed to deliver 1800ml of tpn over 12 hours with a 1 hour taper up/1 hour taper down. The tubing was primed, and the infusion was started. It was reported that the nurse had been having problems with air being noted in the tubing around the filter, so the nurse stayed with the patient after the infusion was started. At an unspecified time into the delivery, it was reported that a few small "air bubbles" were noted above the filter. These bubbles reportedly did not pass through the filter. Later, the nurse reported seeing "more air" in the line above the filter. It was reported that some of this air passed through the filter to the distal patient line. The nurse removed the tubing from use and discarded the tubing. As there was no air in the tubing near the pump, there were no pump alarms. The customer reported that they could not figure out where the air was coming from. The pt did not receive any air into their vein. There was no effect to the patient and no medical interventions were required. Though requested, there was no further information available.